Manufacturer narrative:
Telephone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the inserter of the preloaded device broke the haptic of the intraocular lens. The lens was inserted into patient's left eye, however, was removed and replaced during the same procedure. The secondary lens had a broken haptic, and a third lens was used. The incision was enlarged and vitrectomy was performed. There was a delay of 45 minutes and medication was prescribed. The received form indicated patient was permanently impaired. No further information was available. This report captures the event for the initial lens. A separate report is being submitted for the second lens.

Manufacturer narrative:
Device evaluation: product evaluation was not performed because the product has not been returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed and no nonconformity report was found as part of this manufacturing records review. The product was manufactured and released according to specification. A search in complaint system revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.